Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, on (B)(6) 2019, coagulated blood was observed in the pacemaker pocket and an infection was suspected. On (B)(6) 2019, the pacing system was explanted.